Event description:
The user facility reported that fecal matter was observed backing up from the endoscope into auxiliary water tube following a colonoscopy procedure. The user facility further reported that the auxiliary water tube had been connected directly to the irrigation tubing without the recommended filter between the irrigation tubing and the auxiliary water tube. There were no adverse impacts to pts or users reportedly associated with the event.

Manufacturer narrative:
The user facility stated that following the reported event, the device was reprocessed and likely used and reprocessed successfully several times. The facility was unable to identify the specific device which was said to have been involved in the reported event. The facility returned a total of five devices for eval, but the devices were misrouted in transit, and are not available for eval. As part of the follow-up to this report, an olympus endoscopy support specialist (ess) was directed to visit the facility, and will provide inservicing support if determined necessary. If additional significant info becomes available, this report will be updated. The cause of reported phenomenon cannot be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.